Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that covers were damaged, along with an x-stage cover that was scratched and had some dents that could potentially cause an issue with the re-homing process. Once the covers were replaced, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the field service engineer (fse) was recently able to schedule time with main fse to review preventative maintenance items that did not affect system functionality. These components for the system are routinely replaced during preventative maintenance. It was noted that the x-stage cover was damaged. There was no patient present when this issue was identified. Additional information there was damage to the x-stagecover.